Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report missing data that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided for evaluation. Data was reviewed on 03/08/2016. The customer complaint of missing data was confirmed. A root cause could not be determined.